Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. A right atrial (ra) lead was present within the patient's vasculature but was not targeted for extraction. The rv lead was prepped with a spectranetics lead locking device (lld) which was inserted within the rv lead to provide a traction platform to aid in the lead's extraction. During the extraction attempt, at some point the physician chose to abandon the lead and not attempt the extraction any further. He did not attempt to unlock the lld prior to cutting the rv lead. The rv lead with the lld inside was cut/capped and remained in the patient. The patient survived the procedure with no reported patient harm. This report is being submitted for the lld which was left inside the rv lead, cut and capped, and left within the patient. There was no alleged malfunction of any devices used in the procedure.